Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4) lot us99321: release to warehouse date: (B)(6) 2008. Supplier: orchid unique. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the counter torque wrench was found broken by the sterile processing department. One prong of the counter torque wrench was found to be broken off. The remaining three prongs were reported as intact and one of the three prongs was bent. There was no patient or surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (countertorque wrench for cslp). Part number 324.067, lot number us99321. The subject device was returned with the complaint condition stating that the distal prongs were found to be bent and one of the four was found to be broken at the radius; fragment not returned. No definitive root cause was able to be determined as method of use at the time of failure is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The countertorque wrench for cslp (324.067) is a component of the cervical spine locking plate system (cslp) instrument set (105.897) and the cslp basic instrument set (105.898). It is intended to be used with the cslp system, which is used for anterior screw fixation to the cervical spine (c2-c7). A (cslp) construct consists of a locking plate, expansion head screws and locking screws. Once the expansion screws are inserted and flush with the top of the plate, the locking screws can be inserted. The act of inserting a locking screw expands the flanges of the expansion head screw and securely affixes it to the plate. The counter torque wrench is used to stabilize the expansion head screw, keeping it from rotating, while the locking screw is inserted with the self-retaining screwdriver. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No definitive root cause was able to be determined as method of use at the time of failure is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.